Event description:
It was reported that the patient presented for an initial implant. During the procedure it was noted that the pacemaker exhibited loss of capture. Several attempts were made to get capture but was unsuccessful. The pacemaker was not used, and a new pacemaker was implanted. The patient was in stable condition post-procedure.